Event description:
As reported by the patient's attorney, an uphold vaginal support system (MFR report #3005099803-2014-00433) and an advantage transvaginal mid-urethral sling system (MFR report #3005099803-2014-00459) were implanted into the patient on (B)(6), 2011.according to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.